Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a myocardial infarction and cardiopulmonary resuscitation (CPR) was administered. During CPR, the patient suffered a pericardial rupture and cardiac tamponade. It was felt that the CPR also caused the right ventricular (rv) lead to become fractured, as the lead exhibited unstable thresholds and high impedance. It was discovered that the left subclavian vein was completely occluded so a decision was made to implant a new pacemaker system on the patient's right side. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.